Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: aspirin, clopidogrel. Stent: 2.5x38mm, 3.5x18mm xience prime. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that angina and stenosis are listed in the xience prime, everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.5x38mm xience prime stent mentioned is filed under a separate medwatch report number.

Event description:
It was reported that on 01/12/2013, the patient presented with a myocardial infarction (mi). A 2.5x38mm, 3.0x38mm, and 3.5x18mm xience prime stents were implanted in the left main (lm) coronary artery, 75% stenosed lesion without reported issue. On (B)(6) 2014, the patient expressed experiencing angina. On (B)(6) 2014, re-stenosis of the 2.5x38mm xience prime stent was noted via angiography. Balloon angioplasty was performed as treatment. On (B)(6) 2014, re-stenosis of the same 2.5x38mm and 3.0x38mm xience prime stents was noted. Balloon angioplasty was performed as treatment on (B)(6) 2014. On (B)(6) 2014, the re-stenosis resolved without sequela. There was no additional information provided.